Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer was unable to lower her blood glucose levels with bolus deliveries prior to the event. The customer was also vomiting. No further info was available, and the nurse requested a replacement insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.